Event description:
Customer reported lost sensor alert and that the infusion set gets disconnected when she is sleeping. The customer also stated this has contributed to a hospitalization event for high blood glucose. Date of hospitalization was two months ago. Blood glucose at the time of admission was 600 mg/dl. Customer declined to troubleshoot for lost sensor alert. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.